Event description:
Have had auto immune type symptoms, ovarian cysts, arthritis symptoms without any physical evidence of arthritis; anxiety attacks have increased, pulling and cramping in the uterine area.